Manufacturer narrative:
The device that was intended for in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause maybe an obstruction or component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection showed the device functioned as intended which could not establish a relationship between the device and reported event. Probable root cause may include a blockage, kinked tubing, or a component failure. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other failures related to the report event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the versajet ii console was broken. The versajet would not work, it sounded like it was functioning but no water came out. No case was involved.